Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "and be sure your doctor is aware of any osteoporosis or past chemo which has harmed your bones. Mine didn't...too small implant, from stryker, broke my femur just hours after surgery. I had 2nd surgery to put in longer implant with straps. It was a horrible experience.